Event description:
It was reported that pump displayed malfunction code 16 and could not be reset. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged for replacement pump under warranty; no additional information was received regarding the outcome of the event.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.